Event description:
It was reported that a patient¿s devices were very sensitive to security devices. This had been an ongoing issue since 2005. The patient had tried walking through security devices with her stimulation off, but the security device turned it back on. She also got jolted when passing through a security gate. One time it ¿fried¿ the wire. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2015-08094 for information regarding a concurrent device the patient had. The patient had to have the devices replaced six times because of security devices. See MFR. Reports #3004209178-2015-07992, #300420 9178-2008-00018, #3004209178-2008-00017, #3004209178-2015-08085, and #3004209178-2015-08090 regarding these devices. It was unclear which information applied to this device and which information applied to other devices the patient had.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0f2w6, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type; programmer, patient. (B)(4).